Manufacturer narrative:
Per the customer, the reaction monitors for the original samples show an increase in reaction absorbance od and then the reaction ods drop down to normal. Nothing is being added or done to the cuvette during these read points. Customer stated that they have been having lamp trouble and frequent lamp changes lately. Controls were run thirteen (13) times on (B)(6) 2011. One of the thirteen control runs was out very high. A field service engineer (fse) was dispatched and replaced the lamp power supply and photometer control board. The fse also discovered that the 24v power supply is not supplying power. The fse replaced the 24v power supply and the instrument started up normally. The fse also verified instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously high creatinine (cre) result that was generated by the (B)(4) ug chemistry analyzer. The erroneous results were reported out of the laboratory; however, the report was amended by the repeated results. It is unknown if patient treatment was affected from this event.